Event description:
Malena marshall reported that her insulin pump alarm indicated the cartridge could no longer be used, requiring her to replace the cartridge multiple times despite them being full. There was no adverse impact to the customer's blood glucose level. Attempts were made to follow up with the customer, including leaving a voicemail and sending a follow-up email, but the case was eventually closed.